Manufacturer narrative:
It was reported that the compressor did not start. There was no patient involvement. The service engineer checked and found that the compressor transformer was defective. The customer kept the replaced part. If the compressor stops during operation, the compressor will fail to deliver compressed air. A connected ventilator will then switch to pure oxygen delivery and alarms for high oxygen concentration will be generated. If no oxygen is connected to the ventilator, ventilation will stop as a worst case scenario. Alarms will be generated. The conclusion is that the compressor transformer was broken. As no goods were returned for investigation, the root cause could not be determined.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the compressor did not start. There was no patient involvement. Manufacturer ref.#: (B)(4).